Event description:
The company was notified that the patient's device was explanted due to a problem with wound healing. The patient has been reimplanted with another advanced bionics device. The company is in the process of obtaining more information.